Event description:
It was reported that the pt experienced increased back pain and numbness in her lower extremities. The pt was found to have a granuloma at the catheter tip. The catheter was explanted and replaced. It was reported that the event is ongoing. The pt's pump contained hydromorphone 25 mg/ml, bupivacaine 20 mg/ml, baclofen 375 mcg/ml, and clonidine 300 mcg/ml delivering 0.2803 ml/day.